Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The eccentric and progressive target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm apex balloon and a 2.5x28mm and 3.0x24mm promus element stents were implanted in the mid to distal lad. The 3.5x20mm promus element was then advanced and deployed in the proximal lad. Following post-dilation with a 3.5x15mm and 3.5x12mm quantum apex balloons an "accordion effect" was noted on the implanted 3.5x20mm promus element stent. A 3.5x8mm promus element stent was then implanted to cover the damaged stent section. There were no further patient complications reported